Event description:
Umbilical artery catheter fluids infusing at 0.5cc/hour. When reset volume to be infused, the pump alarmed. About one hour later, the pump was off. The charge complete screen was displayed. Pump turned back on and resumed fluid infusion.